Event description:
Zimmer knee implants were damaged during insertion on two separate days, two separate pts, by two separate physicians. Company rep was present on both occasions to ensure appropriate placement.